Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device has not been received for evaluation. Imaging provided show that a screw broke midway through the screw shank. The exact cause of the breakage cannot be determined.

Event description:
It was reported that an ls screw broke post-operatively.